Event description:
During lens insertion of an elderly patient undergoing right eye cataract extraction with lens implant and vitrectomy in ambulatory surgery setting, the implant broke and surgeon replaced with new lens. The surgeon inspected the eye and completed the procedure.